Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. Product ID: 3057, product type: screening device. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said their healthcare provider (hcp) didn't explain anything to the patient and they thought they would be wearing a belt and not having wires in their back. The patient said the hcp had a hard time inserting the leads and it was an overall bad experience. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other applicable components are: product ID 3057 lot# unknown product type screening device product ID 3057 lot# unknown product type screening device if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient had a different idea of what the procedure was than what was explained, which was the cause of the alleged lead issue. The procedure was explained to the patient, but the patient didn't understand the whole procedure. They experienced pain, which was normal for the procedure, and was unhappy for this. It was noted that there was not a training issue.